Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 46 mg/dl. The customer was treated with carbohydrates and blood glucose was down again, then ate at taco bell, had more carbohydrates, then blood glucose went low again, then had a coke and it was okay. At the other day she had 65 carbohydrates and did not bolus for it and her blood glucose was 40 mg/dl. Customer reported that the insulin pump had cosmetic damage and lip ring from reservoir was broken. Customer reported that reservoir was not able to lock in place when inserted into insulin pump. Customer was advised to revert to backup plan. Insulin pump will not be returned for analysis.

Manufacturer narrative:
Additional information of the auto mode feature on insulin pump has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
It was reported hat the auto mode was active at the time of incident.